Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent migration occurred. The target lesion was located in the intrahepatic duct. The physician deployed the thumbwheel of the 8x40x75mm epic stent; however, the stent migrated distally upon deployment. Attempts were not made to retrieve the migrated stent. The physician deployed an additional stent to treat the lesion. No patient complications were reported and the patient¿s status is good.